Manufacturer narrative:
H11:b5: it was reported to philips that the device had a had a low leak co2 rebreathing error. H10: an authorized service personnel (asp) was dispatched to the customer site, and it was determined that the gas delivery system (gds) needed to be replaced to return the device to working condition. The asp replaced the gds to resolve the reported issue. Operational testing was conducted, and the device passed all required testing. Based on the service performed, the alleged malfunction was confirmed. Following the repair, the device was placed back into service.

Manufacturer narrative:
Submission date:: 27sep2021. Reporting institution name (B)(6). Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported to philips that the device had a pressure sensor failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm.